Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the escape button was not working. Customer's blood glucose level was high as 250 mg/dl. The insulin pump alarmed low reservoir but the customer was unable to clear it. The product will return for analysis.

Manufacturer narrative:
Insulin pump had unresponsive buttons at esc and act due to unlocked keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test due to unresponsive button. No button error alarm during testing. However, keypad flattened button dome switch was found on act.